Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that there are air bubbles in the reservoir and that they bubbles are affecting the customer's blood glucose level. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the air bubble issues. The customer was advised about the priming process and how to store insulin. The customer sent a picture of the reservoir: bubbles were between the o-rings and then gathered at the top. The customer stated that she has been using insulin pens to fill the reservoir per health care provider's instructions. No products were returned and a replacement box of reservoirs and infusion sets were shipped to the customer.